Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedance measurements out of range and loss of capture (loc) on the left ventricular (lv) lead. It was also noted that the patient experienced palpitations. Technical services (ts) reviewed and provided assistance. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.